Event description:
A physician reported that following an intraocular lens (iol) implant procedure, the lens that was implanted on (B)(6) 2012 became cloudy. Additional information was received and stated, no explantation was currently planned, the patient will return annually for routine check-ups. There are two medical device reports associated with this patient. This is 1 of 2.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.